Event description:
Patient was implanted with medtronic lvad (left ventricular assist device). He has subsequently experienced multiple cvas (cerebrovascular accidents; left parietal and occipital ~13 months later, right parietal another two months later, and left cerebellar two months after that). Nchct (non-contrast helical computerized tomography) demonstrated chronic infarcts. Patient was discussed in committee for transplant, but not thought to be a good candidate. Due to higher stroke risk in heartware devices, patient was offered and accepted re-implantation of a heartmate 3 device, which was performed.